Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump turned off black lines on the screen. The customer was unable to read anything. The customer changed the battery and it did not help the issue. The customer reverted back to manual injections because the pump kept turning itself off and on intermittently. The customer also mentioned a hairline crack on the pump. The insulin pump will not be returned for analysis.